Event description:
The customer reported that the clear insulation became damaged during the procedure. It was reported that nothing fell into the pt cavity and there was no injury to the pt. The device was returned to the MFR and a piece of the insulation was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.